Event description:
Same case as: 2134265-2014-00712 and 2134265-2014-00707. It was reported that motor drive unit stopped during pullback. An imaging catheter was used in conjunction with the ilab motor drive unit (mdu) to visualize the lesion. The target lesion was located in an unspecified vessel and stenosis. During percutaneous coronary intervention (pci), automatic pullback had been unsuccessful it stopped half way through. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).